Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that a nurse reported to the rep to say the patient's battery "turned off on its own" and needed to be recent by them in (B)(6) 2018. (Specific date not reported). At that time the patient called the nurse and was seen in the clinic to have the battery turned back on. It was also reported that it had only occurred once and there were no further issues reported with the battery. The battery would be returned by cs. Patient was seen by hcp and the battery was reset using the 8840. The battery was replaced. There were on further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had reached normal end of life and the telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating that the cause of the device turning off is not known. The issue is resolved because the battery was replaced due to normal battery depletion. No further interventions were performed other than turning the battery back on with the (B)(4). The exact date of the patient's battery turning off was not recalled by the healthcare provider. This information was confirmed by the healthcare provider.